Event description:
In 2008, the pt was implanted with four gore excluder aaa endoprosthesis to exclude an expanding abdominal aortic aneurysm and a right common iliac artery aneurysm. An angiography revealed inadequate apposition of the right lateral wall of the contralateral leg component. The physician noted that implanting an aortic extender component would have occluded one of the renal arteries, and decided not to proceed. Reviewing the angiography images several hours post procedure revealed a type 1 endoleak. Three days later, a conversion was performed to repair the type I endoleak. The endograft was visible within the aneurysm wall and there was no apposition on the right lateral and right posterolateral walls. Sutures were used to tack the graft to the aortic wall and to close the anterior aorta. Blood flow was reestablished to the lower extremities. The pt tolerated the procedure. As of two months later, a computed tomography showed no additional leaks.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.